Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was traveling from the united kingdom to malia, greece. It was noted that the patient lost consciousness due to hypoglycemia after arriving at the hotel and was transported to cretan medicare malia via ambulance on (B)(6) 2025. The patient's blood glucose (bg) levels dropped to 2.9 mmol/l (52.2 mg/dl) while wearing the pod between 5 and 24 hours on the hip/buttocks. Symptoms reported include feeling disoriented and lack of focus. At the hospital, the patient was treated with glucose via intravenous. The pod was removed and discarded at the hospital. The patient stated being unconscious when everything took place and only remembers waking up at the hospital. The patient was discharged the same day.